Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 4.6 in diameter thoracic aortic aneurysm. The proximal aortic neck was 31 mm in diameter and 32 mm in length. The distal aorta was 26 mm in diameter. The right and left access vessels were 13 mm in diameter. The access vessels were mildly tortuous with mild calcification. The thoracic aorta was mildly tortuous. It was reported that the same day the patient had a cva requiring medication. The patient recovered. The investigator assessment states that the event is not related to the study device; however, it is possibly related to the study procedure. One month later the patient was hospitalized with back pain secondary to constipation. The patient had a diagnostic procedure and given medication. The patient recovered. A CT with contrast was done at this time and the aneurysm was 52 mm in diameter. The investigator assessment states that there was no relation to the study device or study procedure. The following year the aneurysm size has shrank to 4.6 cm in diameter however there was an increase in the non-treated infrarenal aortic aneurysm from 3.6 cm in diameter to 3.9 cm in diameter. 18 months post index procedure the images revealed that the endovascular repair looked satisfactory. It was reported that 24 months post index procedure the patient collapsed at home and expired. An autopsy was performed showing that the patient expired due to an aortic rupture (unknown if it was thoracic or abdominal). The investigator states that the event in not related to the study procedure; however, there is a possible relationship to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, rupture); (cause is unknown). Conclusion: (cause is unknown).